Event description:
It was stated that the customer experienced insulin leaking from the reservoir into the reservoir compartment. The nurse stated that the leak occurred about one or two months ago, but she did not have the exact date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.